Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint device was disposed of by the distributor. No further information was provided by the hospital, therefore our investigation is based on our knowledge of the product. The hospital reported that the mr290v vented autofeed humidification chamber caused the breathing circuit to fail the ventilator leak test. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6), reported via our distributor that an mr290 autofeed humidification chamber leaked during the set up of the breathing circuit. This occurred prior to patient use.